Event description:
It was reported during a ptca/stent procedure that an attempt was being made to advance an unknown guide wire through catheter lumen when there was resistance encountered. The guide wire was removed from the pt and there was a small piece of plastic found on the guide wire which was the catheters distal tip. There was no pt injury reported.